Event description:
This is a report of a use error that occurred coincident with peritoneal dialysis (pd) therapy. The use error was further described as the patient connected bags incorrectly and started initial drain and acquired peritonitis. One day prior to receipt of this report, the patient was hospitalized for the peritonitis. Treatment was not reported. The cause of the peritonitis was due to the patient reusing the pd disposables during therapy. The patient was discharged six days after admission. At the time of this report the patient was recovering from this peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as reuse of single use supplies. A labeling review found that all printed pouches for disposable products intended for single use are labeled with ¿this device is intended for single use only¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.